Event description:
It was reported that the patient's ins and extension were replaced. Following the replacement impedances over 40,000 ohms were seen on contact 3. It was later reported that the patient was doing great and all impedances were good.

Manufacturer narrative:
Product ID: 3998, lot# lb2950, implanted: (B)(6) 2003, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).